Manufacturer narrative:
The customer requested just a quote for a replacement ac power module with no engineer evaluation.

Event description:
It was reported to philips that the device's ac power module is not working. There was no patient involvement.